Event description:
Customer reports to have experienced button anomaly and then received a button error. Customer reports that numbers were ramping up without being touched. Customer also reports that buttons were not responding. Customer's blood glucose was 160 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, stuck buttons or display anomaly was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.